Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation, an intellanav stablepoint catheter was selected for use. It was reported that the catheter was connected and flushed as usual. It was also warmed and zeroed. With the beginning of the first ablation, there was an issue with the temperature of the catheter being too low. The catheter was removed, reconnected, and flushed again. The low temperature of 22 degrees, did not rise. The catheter was exchanged, and the case was finished without any issues. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection revealed no external abnormalities. A functional test was performed, and the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Continuity tests revealed the device was found out of specifications. Atc was found open electrically. The catheter was destructively analyzed to further inspect the electrical failure. As a result, the electrical open was identified between the distal end and the tip, confirming that the open was somewhere inside the adhesive section. The reported event was confirmed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Additional information: initial reporter phone #: (B)(6).

Event description:
During preparation, an intellanav stablepoint catheter was selected for use. It was reported that the catheter was connected and flushed as usual. It was also warmed and zeroed. With the beginning of the first ablation, there was an issue with the temperature of the catheter being too low. The catheter was removed, reconnected, and flushed again. The low temperature of 22 degrees, did not rise. The catheter was exchanged, and the case was finished without any issues. No patient complications were reported.